Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal adhesions ("lysis of bowel adhesions"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("abortion spontaneous") in a (B)(6) female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety. Previously administered products included for an unreported indication: depo provera in 2008 and yaz pills from 2005 to 2007. Past adverse reactions to the above products included contraception with depo provera and yaz pills. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: early onset of menopause"). In 2017, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal adhesions (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy, oophorectomy), surgery (ablation) and surgery (laparoscopy with lysis of bowel adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, menorrhagia, abdominal adhesions, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, premature menopause, bladder disorder, nausea, dysmenorrhoea, dyspareunia, uterine pain and urinary tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abortion spontaneous, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, nausea, perforation, pregnancy with contraceptive device, premature menopause, urinary tract disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: the myometrium measures 2.2 cm in greatest thickness. Left and right pelvic pain was recovered. On (B)(6) 2013, (B)(6) 2014, total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia and menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: early onset of menopause, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine pain, lysis of bowel adhesion, abortion spontaneous, pregnancy with contraceptive device, device ineffective. Concomitant disease, lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal adhesions ("lysis of bowel adhesions"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("abortion spontaneous") in a 28-year-old female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety. Previously administered products included for an unreported indication: depo provera in 2008 and yaz pills from 2005 to 2007. Past adverse reactions to the above products included contraception with depo provera and yaz pills. Concurrent conditions included obesity. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: early onset of menopause"). In 2017, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal adhesions (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), salpingectomy, oophorectomy), surgery (ablation) and surgery (laparoscopy with lysis of bowel adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, menorrhagia, abdominal adhesions, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, premature menopause, bladder disorder, nausea, dysmenorrhoea, dyspareunia, uterine pain and urinary tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abortion spontaneous, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, nausea, perforation, pregnancy with contraceptive device, premature menopause, urinary tract disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: the myometrium measures 2.2 cm in greatest thickness. Left and right pelvic pain was recovered. On (B)(6) 2013, (B)(6) 2014, total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia and menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal adhesions ("lysis of bowel adhesions"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("abortion spontaneous") and ovarian rupture ("left ovary rupture") in a 28-year-old female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety. Previously administered products included for an unreported indication: depo provera in 2008 and yaz pills from 2005 to 2007. Past adverse reactions to the above products included contraception with depo provera and yaz pills. Concurrent conditions included obesity. Concomitant products included olmesartan medoxomil (benicar) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced abdominal adhesions (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: early onset of menopause"). In (B)(6) 2015, the patient experienced ovarian rupture (seriousness criterion medically significant). In 2017, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full), right salpingo-oophorectomy), surgery (ablation), surgery (laparoscopy with lysis of bowel adhesions) and surgery (left overy removed). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, abdominal adhesions, pregnancy with contraceptive device, abortion spontaneous, ovarian rupture, premature menopause, bladder disorder, uterine pain and urinary tract disorder outcome was unknown and the vaginal haemorrhage, nausea, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abortion spontaneous, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, nausea, ovarian rupture, pregnancy with contraceptive device, premature menopause, urinary tract disorder, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, (B)(6) 2014, total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy (removal date reported as (B)(6) 2014 and also (B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia and menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received outcome of event " pelvic pain, abnormal bleeding, dysmenorrhea, nausea, dyspareunia" were updated as recovered. Concomitant drug added. She was treated with hysterectomy + right salpingo-oophorectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.